Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 12mm, diameter 2.5mm was used to treat a lesion in a pt. It was reported that the stent dislodged during the procedure. It was reported that the stent was retrieved from the pt. The pt was reported to be fine post procedure, and no clinical sequelae have been reported. The cd of procedural images was not returned to medtronic for evaluation, but the stent and stent delivery system were returned for evaluation. Evaluation summary: on review of the returned device, the stent was off the balloon. Both ends of the dislodged stent were noted to be damaged and the middle stents segments were noted to be stretched. Crimp bake impressions were evident on the un-inflated balloon. It cannot be confirmed if the pt morphology or use of the device impacted on the deliverability of the device resulting in the dislodgement as reported, therefore, no conclusion can be drawn.

Manufacturer narrative:
(Intervention required), evaluation results: (dislodgement).